Event description:
It was reported that intermittent occlusion alarms occurred. The customer declined troubleshooting. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to customer¿s blood glucose level.